Event description:
It was reported difficult deflation was encountered during pre-dilatation prior to coronary stent placement. The balloon catheter was removed through the introducer sheath without incident. Another unit was used to successfully complete the procedure without pt complications. This device was used in a non-indicated procedure which may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...these catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."

Manufacturer narrative:
The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the balloon could not be inflated due to contrast like foreign matter dried in the lumen. User technique and/or pt anatomy may have contributed to this event.